Manufacturer narrative:
A follow-up report will be filed when the investigation is complete. (B)(4).

Event description:
The customer reports several requests that failed to be processed through the phone list due to either the t-type rqueue record not having been queued or due to the rqueue record being deleted. Panic results should be sent to the phone list based on either stat_ route (pu=ploc+plist or p=ploc+plist) or stat_print = 3 in panel master. To date, ge has been unable to reproduce the issue. There was no reported patient injury associated with this event.